Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became cracked. Multiple attempts were made to follow up with the customer regarding the reported issue. No response was received from the customer. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
Additional information was received. Customer stated that the touchscreen is not cracked. The screen protector was scratched due to normal wear. There is no malfunction of the device.